Event description:
Healthcare professional clarified capsular contracture was a baker grade ii and device was ruptured. Device has been explanted. Patient has a history of diabetes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and wound dehiscence.

Event description:
Patient reported left side pain, "scar opened and leaked seroma," "nipple with burning," swelling and implant "is fallen and has a wide aspect." Healthcare professional later reported capsular contracture, baker grade IV. Treatment with ibuprofen, ketoprofen, tramal, and dipyrone was given to treat patient's pain and patient attended emergency room due to pain. Patient experienced high blood pressure due to the medication. The device remains implanted.